Event description:
Rn found the IV tubing with care fusion extension set attached to the patient's double lumen PICC line on the floor with the tip of the care fusion extension set broken. Rn gathered a new set of tubing and a new care fusion extension set to replace the contaminated set. When the rn attached the new set of tubing to the patient's PICC line, the care fusion extension set plastic tip cracked, snapped and detached.